Event description:
During thoracentesis procedure in 2002, the catheter tip broke off and the pt had to be taken to the o.r. For removal. Further conversation with the customer revealed that approx 2" of the tip was retained in the pt's subcutaneous tissue. The foreign body was retrieved intact. The pt has no difficulties recovering from the incident.